Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the customer had vehicular accident because of an unknown reason. Customer stated the accident occurred on (B)(6) and taken to hospital and was discharged from hospital on (B)(6) a week later. Customer¿s blood glucose level was 426 mg/dl and the current blood glucose level was 153 mg/dl. Customer was not on insulin pump when running high blood glucose level. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.